Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 13 failed to open. The field service engineer (fse) found the module controller was not functioning. The pyxibus module controller was replaced, after which drawer 13 was confirmed to be operating normally. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini user informed about an issue with opening the drawer 13. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.